Event description:
This lead has no known product status. A call to technical services placed on 6/6/2013 states that this fidelis lead is fractured. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).